Event description:
It was reported that a deep brain stimulation (dbs) patient recently handled a gps anti-theft type device at arm's length. Since then, they have been experiencing headaches as well as bilateral sciatic pain. They inquired if the symptoms could be related to this exposure and whether there was any risk of interaction with their implantable neurostimulator (ins). It was reviewed that the gps anti-theft type device emits a secure bluetooth signal, however, the potential for interference with the ins is considered low. As a precaution, it is generally recommended maintaining normal user distance when using such devices. It is recommended consulting the hcp for further evaluation and investigation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.